Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that the t handle fell on floor in case and snapped in half.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received, "t handle fell on floor in case and snapper in half" the product was not returned to depuy synthes, however photos were provided for review. See attachment image.jpg. The photo investigation revealed that the plastic handle of excel t-handle was broken. It is reasonable to conclude that the potential cause for the reported damage can be attributed to the device being dropped to the floor causing to broke at the plastic. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the excel t-handle would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (ak0701) provided is not a valid finished goods lot#.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : according to the information received, "t handle fell on floor in case and snapper in half" the product was not returned to depuy synthes, however photos were provided for review. See attachment image.jpg. The photo investigation revealed that the plastic handle of excel t-handle was broken. It is reasonable to conclude that the potential cause for the reported damage can be attributed to the device being dropped to the floor causing to broke at the plastic. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the excel t-handle would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (ak0701) provided is not a valid finished goods lot#.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: t -handle fell on floor in case and snapper in half. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found, that the excel t-handle was broken. It is reasonable to conclude, that the potential cause for the reported damage can be attributed to the device being dropped to the floor. A dimensional inspection was performed not performed, since it is not applicable to the complaint condition. A functional test was not performed, since it is not applicable to the complaint condition. The overall complaint was confirmed. As the observed, condition of the excel t-handle would contribute to the complained device issue. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible, because the date code (ak0701) provided is not a valid finished goods lot#.